Event description:
Boston scientific received information that during a routine pulse generator (pg) change out procedure, the chronic right ventricular lead was stuck in the header of this pg. The physician had to use a bone cutter and cut the header off from the device and push the lead terminal pin out of the header. The device will not be returned for analysis. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.